Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that resistance was encountered during attempted delivery of an impella 5.5 pump. It was noted that the device was unable to advance through the artery due to the clavicle. After multiple unsuccessful attempts, the decision was made to abort the 5.5 implant. An impella cp pump was subsequently placed for patient support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the delivery issue was most likely patient condition since the pump would not pass through the artery due to the clavicle. Section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ in accordance with updated procedures, section h10 has been revised from the initial submission.